Event description:
The patient presented in clinic after experiencing a vibratory alert. Upon interrogation, the device was found to be in back up mode resulting in a loss of output and episodes of asystole were noted. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed, however, the device was found to be in back up mode again. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states.¿

Event description:
Additional information was received indicating the patient presented in clinic after experiencing extra cardiac stimulation.

Manufacturer narrative:
The reported events of backup mode and no pacing were confirmed. The reported event of delivery to incorrect body area could not be confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.